Manufacturer narrative:
The device is available for evaluation, but has not been received by the manufacturer. Additional information will be submitted within thirty (30) days of receipt.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The lvad pump hw11781 was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event 'high power' could not be replicated during returned incident device testing. There were no controller logs files available to help to confirm the reported event. Dimensional and functional verification showed no deviation from current manufacturing and functional specifications. Pathologic evaluation of the pump revealed material on the impeller and lower housing of the pump consistent with fibrin thrombi; the cause and origin of the fibrin thrombi cannot be conclusively determined. The reported hemolysis experienced by the patient is a known inherent risk associated with the use of a vad device. This is caused the destruction of red blood cells resulting from wall shear stress, flow acceleration, and interaction with artificial surfaces; the confirmed thrombus within the pump may have led to an increase in this effect and likely contributed to the reported hemolysis. Although the origin of the thrombus cannot be conclusively determined, the causes are multifactorial in etiology wherein patient, procedural, and pharmacological factors may contribute to this type of event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Applicable risk documentation and experience with events of similar circumstances were considered; events with high power consumption are most often attributed to thrombus formation. This condition may have triggered alarms due to high power consumption. Thrombus is a known risk associated with use of ventricular assist devices noted within the labeling. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Serious and life threatening adverse events, including device thrombosis and reoperation, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This report may be based on information which heartware has not been able to investigate or verify prior to the required reporting date. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
Approximately two months after hvad implantation, this patient underwent a pump exchange. The patient presented with high watt alarms and signs of hemolysis with elevated plasma-free hemoglobin and lactate dehydrogenase. The patient was initially treated with integrelin but subsequently the pump was exchanged utilizing the thoracotomy approach. The device will be returned to heartware for evaluation. Investigation is ongoing.